Event description:
It was reported that during sawing, using the zimmer universal oscillating saw attachment, the attachment of the saw and saw blade were broken. Surgery time was extended by 15 minutes and the surgery was completed with another device. The patient had to be monitored for locating and removing of metal parts.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.